Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During system check with tandem technical support, customer added more insulin to the cartridge and the insulin gauge showed an accurate reading. Customer's blood glucose (bg) was 112 mg/dl.